Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report a detached sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on (B)(6) 2016. There was no report of any injury or medical intervention. Data download log was provided and reviewed for evaluation on 08/04/2016. Complaint for detached sensor wire could not be confirmed. The root cause could not be determined post investigation. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and the sensor wire was missing from the sensor pod. Due to the missing sensor wire, the sensor wire is considered detached. The reported event of a detached sensor wire was confirmed. A root cause could not be determined.